Event description:
It was reported to philips that the control module was defective. It was not responding sporadically, preventing geometry movements and image acquisition. No harm was reported to philips. Philips has started an investigation of this complaint.